Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided the reported tissue damage is likely the result of a combination of patient anatomy and procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve. The leaflets were fragile. Grasping was performed without issue in a1/p1. However due to a small mr reduction, it was decided to reposition the clip. After opening and repositioning the clip a gap was noted in a1/p1 segment. The anterior and posterior leaflets seemed shorter. The physician suspected the fragile anterior and posterior leaflet were now torn. The clip was not implanted and was removed. The procedure was aborted. Hospitalization was prolonged, due to transfer to surgery. Mitral valve replacement was successfully performed on (B)(6) 2020. Post surgical intervention, the patient developed complications and on (B)(6) 2020, the patient died. Per the physician, the mitraclip device/ mitraclip procedure did not cause or contribute to the patient death. No additional information was provided.